Event description:
Individual worked as an anesthesiologist from march 1980 to june 15, 1996, which required use of latex medical gloves. On oct. 12, 1995 the individual allegedly suffered his first anaphlactic shock and was given a rast test and discovered he was allergic to latex.